Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). A 5.0mmx150mmx150cm (4f) sterling¿ balloon catheter was advanced to post dilate the target lesion. However, upon first inflation at 6 atmospheres for 60 seconds, the balloon ruptured. The device was removed and the procedure was completed with a 5x220 sterling balloon catheter. No patient complications were reported and the patient's status was good.